Manufacturer narrative:
The event electrodes were returned for evaluation and a thorough evaluation was performed and no assembly or performance issues found. Visual examination observed a wire detached from the apex pad. Strands of wire were still present within the crimp. Indicating that the apex wire was inadvertently pulled out. Based on the results, it was concluded that the cause of the customer report was due to mishandling. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a pt, a wire was observed to be loose/torn from the electrode. Complainant indicated that while the clinician examined the electrodes prior to applying them to the pt and there was no loose/torn wire observed. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.